Manufacturer narrative:
(B)(4) has been allocated to this case by rayner. The healthcare facility discontinued use of the product when the r-inj-04 injector failed to inject. It is not known whether the healthcare facility were able to complete the procedure using back-up product. Rayner ifus include the statements "any resistance could indicate a trapped lens" and "if the lens causes a blockage in the injector system, discard the injector". The device inspection/testing performed on 23rd october 2015 confirms the event as reported; however, has been unable to identify the root cause of the injector fault. Our review of production records for the r-inj-04 injector batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All injectors released for distribution from this batch met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the r-inj-04 injector (august 2012) was carried out in order to determine if any trends existed. This review concluded that no similar incidents have been received against the r-inj-04 injector batch (B)(4).

Event description:
On (B)(6) 2015, rayner intraocular lenses limited received notification from a (B)(6) healthcare facility that a fault had occurred during use of a single use soft-tipped disposable injector (model: r-inj-04).